Event description:
It was reported that during stenting of the left popliteal artery, the delivery system became blocked and the vascular stent failed to deploy. The delivery system was removed without issue. Another stent was implanted to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to deploy the stent. The condition of the delivery system indicates the presence of high release force. Increased friction is considered the reason for increased release force and subsequent deployment failure. The images provided show that a pre-dilation was performed and that the vessel was not tortuous. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be anatomy-related as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. The event also may be use-related as rough handling of the device can lead to the reported event. Based on the information available, a definite root cause could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit."

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014. The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient details.